Event description:
Patient reported that a comparison done between their surestep meter and a hcp meter within 10 minutes of each other was 120 mg/dl (ss - capillary) and 190 mg/dl (hcp - capillary), respectively (37% difference). No symptoms were reported. Unable to reach pt on follow-up. Pt notified via letter to contact lfs. There was no allegation of harm.